Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that he had peritonitis and was changed to hemodialysis. She reported that he was being treated with antibiotics vancomycin and penicillin. During follow up the patient's pd nurse reported the patient had confirmed peritonitis due to touch contamination and a break of aseptic technique. The nurse confirmed that they traced the source of infection to the patient's spouse and caregiver and that there was an undisclosed break in her technique that directly resulted in his infection. The date of this break in technique was not reported. He was treated with vancomycin and penicillin. A later culture showed no growth and he was asymptomatic during his last visit. The patient's pd catheter was removed and he was changed to hemodialysis at this time. They have no record of him being hospitalized for the infection.